Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The device was fully seated in the clamshell, but was not recognized. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The clamshell not being recognized is due to a poor internal connection in the clamshell connector. Root cause analysis of defective clamshells showed damage to the connector as a result of the manufacturing and assembly process. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been implemented. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy assisted distal gastrectomy, they removed handle from the charger, and inserted it to the shell, however it did not start-up. They re-inserted handle to a charger, however the status indicator of charger illuminated red within a few minutes and handle was unusable. They used another device to continue. The surgical time was extended by less than 30 minutes. The event occurred during the procedure, but the product was not used for patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.